Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 8am on (B)(6) 2017, the meter stopped powering on when a test strip was inserted and when the power button was pressed. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that at 6:10pm on (B)(6) 2017, she developed symptoms of ¿confused and sweaty¿. She denied receiving any treatment for her symptoms beyond her normal diabetes care and management routine. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca confirmed that the patient was using correct onetouch ultra test strips and the correct alkaline batteries, but the meter would not turn on when a test strip was inserted or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The patient¿s meter was replaced by lfs. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Confused and sweaty, after the alleged product issue began.